Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a fingerstick blood glucose of 41 mg/dl and concern for additional lows before a scheduled scan requiring fasting. Symptoms included hypoglycemia. Outcomes included user-perceived risk requiring troubleshooting and education. Investigation included user interview and troubleshooting with education regarding pre-fasting glucose management and the advisability of avoiding a factory reset without clinician approval. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the cause of the hypoglycemia was unclear and that a factory reset should not be performed without healthcare provider authorization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.